Event description:
The rf head was returned to the manufacture, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- the programmer rf head cable tested electrically out of specification. The left keyboard hinge was broken, and the tables on the power cord bay door. The programmer had long boot up time.